Event description:
An attempt was made to implant a resolute integrity drug eluting stent (3.5 x12mm). It was reported that the stent failed to cross the lesion and became damaged due to the presence of calcification. It is reported that the procedure was completed with another stent. No patient injury or clinical sequelae are reported to have occurred.

Manufacturer narrative:
Results: inherent risk of procedure - failure to deliver the stent and stent deformation, lesion morphology - calcified lesion. Conclusion: lesion morphology - calcified lesion. (B)(4).